Event description:
"The doctor was doing a removal of l4-s1 pedicle screws and the hex end of the screw driver stripped off its threads". This caused a 45 min delay in surgery. "Surgery was completed and there was no harm to the pt."

Manufacturer narrative:
To date the device involved in the reported incident has not been received for eval. An investigation has been inflated based on the reported info.